Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence it was reported that they didn't think their therapy was working very well. Patient had a spinal surgery about a week ago and they didn't think it was working like it was before the surgery. Patient said every time they stood up, they had to use the bathroom. Patient stated they were unsure if their therapy was turned off for their surgery. They said they didn't think they turned the therapy off prior to surgery. Agent walked patient through how to connect to ins. Patient did so successfully, and discovered therapy was turned off. Patient turned therapy back on. Patient will monitor symptoms. The patient was redirected to their healthcare provider to further address the issue if issue persists.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They called back and stated their healthcare provider (hcp) was trying to contact the manufacturer representative (rep). The patient repeated information regarding their spinal surgery. The patient stated their ins had "fallen" since their spinal surgery and their hcp needed to discuss what to do with the rep. The patient also mentioned they had to wear diapers 24/7 because their ins was not working. An email was sent to field staff. 2025-aug-26 lfc (hcp): additional information was received from a healthcare professional (hcp). The hcp reported that the issue was not yet resolved. Device removal/replacement was not planned. The hcp stated that the device has not moved. The electrode was tested with good impedance. This issue was not caused by normal battery depletion. The cause of the device not working was not determined. To resolve the issue reprogramming of the device will be done. It was reported the issue was not yet resolved.

Event description:
Additional information was received from the patient. They called back and stated their healthcare provider (hcp) was trying to contact the manufacturer representative (rep). The patient repeated information regarding their spinal surgery. The patient stated their ins had "fallen" since their spinal surgery and their hcp needed to discuss what to do with the rep. The patient also mentioned they had to wear diapers 24/7 because their ins was not working. An email was sent to field staff.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.